Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Discarded by the hospital.

Event description:
The sterilization manager reported by phone that : " during a surgery related to a complex elbow fracture and performed by doctor, the drill ref 703701 lot u25863 broke and some particles remained into the patient's bone. It is supposed that excessive force has been applied. X ray control has to be performed. Further info is expected"

Manufacturer narrative:
The reported event that drill bit ø2.0mm x 122mm ao fitting for 2.7mm screw was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on our risk management file, the most likely root cause is attributable to a user related issue. Some of the possible causes are : improper handling of the instrument, insufficient cleaning process & application of too high forces. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use was reviewed which demands that user should ensure that they are familiar with the recommended uses, compatibility and correct handling of the instrument. The cleaning & sterilization guide stresses that stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The sterilization manager reported by phone that : "during a surgery related to a complex elbow fracture and performed by doctor, the drill ref (B)(4), lot u25863 broke and some particles remained into the patient's bone. It is supposed that excessive force has been applied. X ray control has to be performed. Further info is expected".